Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, an object that appeared to be a transparent foreign material was found around the lens when the lens was implanted into the patient's eye. The iol was not removed due to the foreign material at the back of the lens and the possibility that it might just have been air. The object was still present at day one and two postoperatively, therefore was suspected to be foreign material. It appears that the white transparent object was observed to be adhered at around the 6 o'clock position. It is unknown whether the foreign material was adhered to the lens itself or was adhered to the inner part of the cartridge. There is no plan to remove the foreign material at this time. Additional information was received indicating the patient is experiencing poor vision and anterior inflammation was slightly observed, but within normal range and clinically acceptable. The patient's visual acuity does not improve.

Manufacturer narrative:
Product evaluation: the used cartridge was returned with the empty lens case. Viscoelastic is observed in the cartridge. The cartridge has evidence that is was placed into a handpiece. No tip damage is observed. The cartridge was cleaned for further evaluation. The cartridge was top coat dye stained with acceptable results. The provided photos and video were reviewed. At the indicated 6 o¿clock position, a rounded, white area is observed. The same anomaly was observed on the video. It cannot be determined from the photos or the video if this is damage, particulate or surface anomaly causing a reflection. Product history records were reviewed and documentation indicated the product met release criteria. Associated products are qualified. The root cause could not be determined for the reported complaint. No issues were found with the returned cartridge. The provided photos and video were reviewed. At the indicated 6 o¿clock position, a rounded, white area is observed. The same anomaly was observed on the video. It cannot be determined from the photos or the video if this is damage, particulate or surface anomaly causing a reflection. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: 2020-09751